Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 03/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the battery compartment damage, investigation revealed a cgm rf communication failure. The rf communication failure issue does not affect insulin delivery function of the pump. (B)(6).